Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during shoulder repair procedure on 11/3/2020, it was observed that the coagulation was not working on the generator device. They replaced with another like device to complete the case with no reported delay or harm to patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that ablation was working on the generator, but the coagulation was not working. Per service manual operational and diagnostic, this complaint cannot be confirmed. There was no defects found on the device during evaluation. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was identified with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.